Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 434 mg/dl and 336 mg/dl at the time of incident. Customer not were any insulin pump since yesterday and auto mode was inactive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. No cosmetic damage noted during visual inspection. (B)(4).